Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g18093, h13e28070 and h13h30096 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from peritonitis with culture positive for (B)(6). On an unreported date, the patient was discharged from the hospital. On an unreported date, the patient experienced recurrent peritonitis. Approximately five weeks prior to receipt of this report, the patient was hospitalized for recurrent peritonitis. Treatment was unknown. The cause of the peritonitis was break in aseptic technique. The patient was discharged two days later. At the time of the report, the patient was recovering from recurrent peritonitis with culture positive for pseudomonas.

Manufacturer narrative:
(B)(6). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device . The guide warns patients to not reconnect solution bags, the guide instructs patients to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, instructions are provided. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient who re-used a cassette after incorrectly spiking the solution bags and later developed peritonitis. It was reported that while setting up for therapy, the patient spiked the solution bags in the wrong order. The patient then pulled out the spikes and re-spiked the bags in the correct order creating a breach in the sterile pathway. The patient was hospitalized for the peritonitis. Treatment information was not reported and it was unknown if the patient recovered from the events. No additional information is available at this time.